Event description:
It was reported that during a dressing change to the arterial catheter, it was noticed that the catheter had separated. The tip of the catheter was located and removed surgically. The catheter has separated at a point 2mm from the hub. There were no additional complications.